Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient thinks they may have pulled a wire loose as they felt stimulation at different number on the right and left side. The next d ay, patient said they had trouble having a bowel movement they day prior. They further explained that they weren't constipated, but it was hard to go. The patient had the urge to go, but didn't have a bowel movement until (B)(6) 2018. No further patient complications have been reported as a result of this event.